Event description:
Note: globus medical, inc. Was not aware if hospital has submitted any medwatch form FDA 3500a. Therefore, the following "described event or problem" was taken directly off the complaint processing form from MFR. 8.5mm revere pedicle screw 40mm. Patient felt a "pop" several weeks post op. After an xray it was clear both sacral screws were broken. This was from a case that a women had two broken sacral screws to begin with. They were from another company. After they were removed these were inserted.

Manufacturer narrative:
Evaluation results / conclusion: a full visual and dimensional inspection was performed on the parts in question. All available dimensions were discovered to be within specifications and tolerances. It was seen that the screw fractured below the spherical head portion of the screw. These screws were implanted in the sacrum as a revision for a previous surgery using a competitive system. The patient also experienced screw fractures after the original surgery. This patient may present unk circumstances that provide significant stresses to the pedicle screws. Biomechanically, it is known that a significant amount of stress is present when attempting to fuse l5 and the sacrum. Much of the trunk weight is borne by this anatomical structure. It was undetermined as to whether a fusion was accomplished. The screw design was tested under all applicable standard testing and deemed to be equal or greater in static and fatique strength. However, without the addition of a solid fusion mass post-operatively the screw will be required to withstand an inordinate amount of force for an extended period of time.this can cause a fatique failure. From this investigation it is indeterminate as to what specifically caused the screw to fail, although there is not evidence that the screw was not manufactured correctly.